Event description:
It was reported that egm episode showed noise on the rv lead. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.